Manufacturer narrative:
(B)(4). This unit had preventive maintenance (pm) a few weeks ago. This was the first time they have used unit. The manufacturer technical support is notifying the field service manager to set-up service.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not heat up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verified. The customer is buying a new unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.